Manufacturer narrative:
(B)(4). Additional event information regarding manufacturer report number 1314492-2015-11730 has been received by baxter at this time. Field has been updated to reflect this new information.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during patient therapy (medication, programmed amount and delivery rate unknown). A 100cc infusion was started and continued to run for 15-20 minutes when the nurse checked on the infusion and noticed the bottle was still full. The nurse noted that the air vent was closed, but the pump was not alarming. The pump displayed that the infusion was complete, yet nothing had infused. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.